Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited oversensing noise resulted in inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.